Event description:
A malfunction alarm was reported, characterized by malfunction code 9. There was no adverse impact on the customer¿s blood glucose level. The customer was unable to reset the pump, so technical support provided information and assistance on how to reset it, with a follow-up planned by the customer. Upon customer following up cts provided pump reset information and assisted caller with resetting the pump.